Manufacturer narrative:
(B)(4) for the reported issue of label on outer box, not matching label on inner package. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent was to be used during a stent placement procedure on (B)(6) 2013. According to the complainant, during unpacking it was noted that the outer box was labeled for upn m00516740, a 23/28 x 120mm wallflex fully covered esophageal stent; however, the inner package was labeled for upn m00516910 with batch number 15961001, a 18/23 x 123mm wallflex partially covered esophageal stent. The inner package was not opened and the procedure was completed with another stent. There were no patient complications reported as a result of this event and the device was not used on the patient.